Event description:
During service at the manufacturer, a router shank was found to be retained inside the device. There were no adverse consequences.

Event description:
During service at the manufacturer, a router shank was found to be retained inside the device. There were no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. The device was disassembled and visually inspected. The service technician detected a piece of router was broken off on top of rotor and rotor was worn. This may have may caused the reported event. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.